Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was getting somewhat frequent nosebleeds that were occurring about every two weeks when waking up in the morning and lasted for almost an hour.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number ml(B)(6), and the reported bleeding could not be conclusively established. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. Transient low flow faults were captured throughout the file when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm), to a range of 2.3-2.4 lpm. These faults resulted in 3 low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2021. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was also reported that the patient had been having multiple low flow alarms for the past few days. Log files confirmed multiple low flow events on (B)(6) 2022 and (B)(6) 2022.